Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, message of [internal error. There is a possibility that the system will shut down] was displayed. There was no reported patient involvement.